Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat low blood glucose (bg) level (bg value not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered based on customer's bg. Tandem technical support (cts) was unable to complete troubleshooting with the customer; therefore, the alleged root cause was unable to be confirmed. Multiple contact attempts were made by cts to obtain additional information regarding the event; however, no response was received from the customer.